Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that during an intraocular lens implant surgery, the haptic did not unfold inside the eye. The surgeon cut the haptic off as it was not possible to remove the lens safely. The surgeon states the implant is unstable but was able to complete the case. The patient experienced a capsular bag rupture. Additional information has been requested and received stating due to the manipulation of the lens, a vitreous issue occurred that was not present during the injection.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).